Event description:
Per the clinic, the patient experienced non-auditory percepts and headaches with stimulation, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device from a different manufacturer during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.